Event description:
The peep plug of the swivel adapter became dislodged at approx 45 cm h2o peek inspiratory pressure. The event occurred on an adult pt.

Manufacturer narrative:
Product evaluation: sims testing of the returned device failed to duplicate dislodge of the peep keep plug at 45cmh2o peek inspiratory pressure. This was reportedly the pressure at which the plug became dislodged at the user facility. Sims also tested the device at 60cmh2o (highest average pressure for a ventilated patient) and again could not duplicate the reported dislodge. It is likely an external foce exerted on the peep keep plug is causing or contributing to this event.